Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted dosage output and replaced collimator cover. System operates as intended.